Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was entering through port 5 an unspecified quantity of exactamix 2400 valve sets. This issue was described as ¿valve sets had a leaky port 5 that causes air in line and bubbles¿. This issue was found during programming/setup. To resolve this issue, new sets were used. There was no patient involvement. No additional information is available.